Manufacturer narrative:
(B)(4) - follow up #001. Initial pr (B)(4) issued MFR. Report # 1531186-2013-03703, indicting the brand name as a mechanical (manual) wheelchair when in fact the product is a mechanical walker, rollator. The report also indicated the manufacturer as genteel when the actual manufacturer is unknown, as there are two possible manufacturers, one is part of invacare and the other is distributed; thus the FDA registration number should have been reported as (B)(4).

Event description:
Warranty for walker that will not lock in place (B)(4) per provider.